Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device had a cable issues. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The field service engineer (fse) evaluated the device. It was determined that the cable issue was caused due to charge adapter problem. Fse suggested to replace it with the philips adapter. After the calibration and test was done, the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. (B)(6) .

Manufacturer narrative:
The field service engineer (fse) performed a visual inspection of the device and determined that there was an issue with charge adapter. The fse suggested to replace the charge adapter with the philips adapter, but the issue would be resolved by third party company. The device remains at the customer site and no further evaluation is warranted at this time.